Event description:
It was reported that during use 4 bd vacutainer® k3e 3.6mg plus blood collection tubes under filled. There was no report of patient impact. The following information was provided by the initial reporter: according to the doctor, when trying to fill the tubes there was not enough vacuum to do it correctly.

Manufacturer narrative:
Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 20 retention samples from the bd inventory were functionally tested and the customer's indicated failure mode of underfill was not observed as all 20 tubes drew within specification. Bd was unable to confirm customers indicated failure mode based on the retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.